Manufacturer narrative:
As reported, the capsure fasteners peek and stainless steel were disconnected. The subject device was returned for evaluation. Based on the sample condition a definitive root cause could not be determined. Functional testing could not be completed. Dried blood/debris was found on the outer cannula / inner cannula interface binding the components together jamming the device as received. No broken or deformed fasteners were returned. No manufacturing anomalies found. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR represents the capsure (device #1). An additional MDR was submitted to represent the capsure (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the peek and stainless-steel parts of capsure fasteners were disconnected. It was reported that the deployed damaged fastener was not removed from the patient's body. There was no reported patient injury.